Event description:
It was reported that when attempting to adjust the patients settings, the patient complained of ear pain with the stimulation. The patient was referred to their surgeon due to the painful stimulation and the device was disabled. Additional information was received that the patient was referred for a full revision. As noted previously, the device was left off due to the painful stimulation; the report also added the patient was experiencing pain in the neck. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.